Manufacturer narrative:
D314drg ICD implanted: (B)(6) 2013, 200h22 tissue valve implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered multiple times, and the right ventricular (rv) lead exhibited multiple spikes in impedances. The lead alerts had been subsequently programmed off. A lead fracture was suspected, however, during a routine generator change, the lead was tested and appeared to be functioning normally. The lead was reconnected to the new device, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.